Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain/discomfort at the ipg site. As result, to address the issue patient underwent surgical intervention wherein the ipg was replaced and repositioned deeper into the pocket.